Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 8.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.